Event description:
It was reported that some coude intermittent catheters were bent and twisted.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "product damaged upon arrival." The device was not used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Do not reuse. Do not resterilize. Do not use if package is damaged. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the some coude intermittent catheters were bent and twisted.